Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with complaints of intolerable glare following intraocular lens (iol) implant of the right eye. A lens exchange is planned approximately four months following the initial surgery.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).